Event description:
The customer reported that the ac power led was not lit.

Manufacturer narrative:
(B)(4). The customer reported that the ac power led was not lit. The unit was evaluated locally and the failure was verified. Replacement of the ac power supply resolved the failure. The unit passed all post-servicing testing and remains at the customer site.